Manufacturer narrative:
Update to coding;h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿paraplegia following thoracic endovascular aneurysm repair¿ sahoo sk, mahapatra rp, barik r, acharya d, panda d, malla sr, karthik kowtarapu s, mohanan sp, singh pk. Jacc case rep. 2025 sep 24;30(29):105071. Doi: 10.1016/j.jaccas.2025.105071. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unk-cv-sr-valiant- captivia - serial number unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ paraplegia following thoracic endovascular aneurysm repair¿ two valiant captivia stent grafts were implanted in the endovascular treatment of a 6.7-cm fusiform aneurysm of the descending thoracic aorta, extending from approximately 20 mm distal to the left subclavian artery to 10 mm proximal to the celiac artery. The aneurysm spared the visceral and renal branches. The valiant captvia stent grafts were implanted using a reverse coning technique. The first valiant captivia stent graft was implanted just above the celiac artery while the next was implanted proximally distally to the left subclavian artery. Shortly after the patient came out of anesthesia, the patient developed acute flaccid paraplegia and loss of bowel and bladder control. Neurologic examination confirmed complete motor loss in the lower limbs. An urgent magnetic resonance imaging scan of the spine revealed t2 hyperintensity in the midthoracic cord on both axial and sagittal sequences, consistent with a spinal cord infarction in the anterior spinal artery territory. Therapeutic cerebrospinal fluid (csf) drainage was initiated to reduce the intrathecal pressure and improve spinal cord perfusion. The patient then underwent a physiotherapy and at 3-month follow-up, the patient had regained partial motor function and continence. Follow-up CT angiography showed a reduction in aneurysmal sac size with no evidence of endoleak.

Manufacturer narrative:
Additional information received : it was reported that according to the physician, the spinal cord infarction was attributed to extensive coverage of the descending thoracic aorta (dta) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: device: valiant captivia - cw; model: vamf3232c200te; serial number: (B)(6) ; implant date: no information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.